Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: tube, endotracheal.

Event description:
A laparoscopic instrument broke while being used inside a patient. Broken piece retrieved and instrument removed from service.

Event description:
A laparoscopic instrument broke while being used inside a patient. Broken piece retrieved and instrument removed from service.